Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/07/2020. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reports have been submitted via 2210968-2020-07172. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any quality deficiency/non-conformance noted with the mesh before use, during use, during post-op examination or during re-operation if performed? No. Is there any surgical intervention planned. Please explain. (E.g. Revision surgery) yes, dr. Did an incision and drainage and placed a drain in the subcutaneous layer (no date mentioned). Were prescription steroids administered? No steroids. Were antibiotics prescribed? Yes, for 1/52 post op. What is the patient¿s current health status and condition? (E.g. Still hospitalized/discharged). Patient is currently well, drain was filled with only serous fluid. Doesn't look like the mesh needs to be removed. Please provide procedure date (B)(6) 2020. Please provide lot number of strap25. Pj5829.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6)2020 and the absorbable straps were used. It was reported that 3 weeks after implantation the patient was found to have infection at the implant area.